Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields- d8, d9, g1, h2, h3, h6, h11. The lot number could not be identified, so the manufacture date is unknown. The device was returned to olympus and the reported failure was confirmed. On visual inspection, it it was found that part of the biopsy valve was broken/damaged. The shape of the broken piece matches with the damaged part of the biopsy valve, so it is believed that the fallen rubber piece being a part of the biopsy valve. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, the most probable cause was due to the following reasons. This event was caused by a component failure of biopsy valve. The cause of the biopsy valve failure could not be determined. The cause of the damage to the biopsy valve may be that the insertion and removal of the instrument was done at an angle, making it heavier and causing damage. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received identified that rubber piece of the o-ring of single use biopsy valve fell into the patient's bronchus and retrieved with an endoscopic retrieval with biopsy forceps. An unplanned diagnostic imaging -x-rays, were done to locate the device or confirm it was removed.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown diagnostic procedure, a rubber piece of the o-ring of the maj-210 fell off into the patient's body. It was recovered and replaced with another one, and the procedure was completed using a back-up device with a delay of less than 30 minutes. There were no reports of patient harm.